Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "right side hip revision, all components explanted were stryker components. The patient was re-implanted with all new revision components, and the case sheet is attached. The original surgery was done in 2011, the patient recently was reporting pain in his right hip, x-rays showed eccentric wear on the polyethylene component, as well as the femoral head on the trunnion. The patient¿s cobalt chrome levels were elevated, so the surgeon decided to revise the hip component. Adverse local tissue reactions were minimal, however the femoral head did have corrosion and fretting was noted on the trunnion. A portion of the superior lip of the polyethylene liner was fractured off. The locking mechanism was intact on the polyethylene/acetabular component junction, and the liner was not disassociated from the acetabular component. All components were removed." Update: the shell was revised because the surgeon didn't like the position of the component. The damaged portion of the liner was the portion that had the lot code on it therefore it was illegible.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "right side hip revision, all components explanted were stryker components. The patient was re-implanted with all new revision components. The original surgery was done in 2011, the patient recently was reporting pain in his right hip, x-rays showed eccentric wear on the polyethylene component, as well as the femoral head on the trunnion. The patient¿s cobalt chrome levels were elevated, so the surgeon decided to revise the hip component. Adverse local tissue reactions were minimal, however the femoral head did have corrosion and fretting was noted on the trunnion. A portion of the superior lip of the polyethylene liner was fractured off. The locking mechanism was intact on the polyethylene/acetabular component junction, and the liner was not disassociated from the acetabular component. All components were removed." Update: the shell was revised because the surgeon didn't like the position of the component. The damaged portion of the liner was the portion that had the lot code on it therefore it was illegible.